Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 11.2mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion and unable to prime during prime/a33 test due to moisture damage force sensor resistor. No a33, a22 or a23 alarms noted. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The displacement test functioned properly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.